Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was further reported that the blade was discarded and there is no further info available.

Manufacturer narrative:
The blade subject to this MDR has not been returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.